Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a small surface mark on the tubing. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause for the surface marking is likely caused from contact of the twist clamp. The sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a hole on the tubing. This was observed during product check and prior to patient installation. There was no patient involvement. No additional information is available.